Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was a rise in right ventricular (rv) lead pace impedances. Device trends showed that there were 2 jumps in pace impedances and all impedance trends remained within range. Programming suggestions were made. No adverse patient effects were reported. The clinical observations pose no reasonable risk to the patient, as evidence suggests that critical therapy was available.